Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the touchframe printed circuit board (pcb).

Event description:
It was reported that the ventilator generated a touchscreen blocked error message. There was no harm to the patient as a result of the event.